Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 3 to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found system logs recorded error 23065 pointing to axis 3. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a patient side cart fixture test platform (pftp) where all tests passed. There were no signs of damage during visual inspection. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of the reported event was attributed to the insertion stator.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a recoverable fault occurred, and universal surgical manipulator (usm) 3 moved in and out by itself. The customer power cycled the system and did not encounter the issue again. The intuitive technical support engineer (tse) reviewed the system logs and found error 23065 against usm 3. The procedure was being completed as planned, with no reports of patient injury.